Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and the physician considered the char excessive and caused a potential increased risk to this patient. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 07-jan-2026. A visual inspection, temperature and impedance and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when radio frequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 03-nov-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 31632083l number, and no internal action related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and the physician considered the char excessive and caused a potential increased risk to this patient. After the procedure, the physician noticed some charring above the electrode. It was between the tip electrode and electrode 2 at the plastic ring separating the electrodes. The physician considers that the char was excessive and caused a potential risk to this patient. The physician estimates the risk to be increased. The patient had no complications. No patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. The system did not present any error messages nor did the physician / user see any product problem. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during the ablation. No issues related to temperature nor flow on the catheter. Generator parameters and thresholds: qmode+, 90w, temperature target: 55°c and temperature cut off: 65°c. The duration of ablation used was not greater than 60 seconds, qmode+ - 4s. The pre-ablation high setting was 2s. The average contact force was not greater than 25 grams as physician aims for 5-15 grams. The irrigation rate was not used outside of those prescribed. Patient was anticoagulated and act >300. Maintained throughout every case. Heparinized normal saline was used. The carto visitag module was used and settings were qmode+ settings, stability+ algorithm and tag size radius: 3mm. The color options used prospectively were fti, average force, time, tag index, other and total energy (290j ¿ 330j).